Event description:
The pt reported, he received an occlusion error on his insulin infusion device about 2 hours ago and he has not received insulin since that time. He stated his blood glucose reading was 500 mg/dl. To troubleshoot, the pt disconnected from his infusion headset and primed out of the tubing but he received another occlusion error. The pt was then instructed to remove the tubing and prime through the adapter which he did without error. The pt stated that the tubing has been in use longer than 6 days. He was advised the tubing should be changed every 6 days as recommended. The pt was instructed to attach a new tubing and prime which went through without error. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.